Manufacturer narrative:
Corrected data: e1, e3, g2. No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results DHR was reviewed by daybreak. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the mouthpiece broke while it was being worn. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The patient had bleeding in their mouth the day it happened, and no medical intervention was required. The patient cleaned the device with water and mild soap.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference#: (B)(4).